Event description:
It was initially reported that the stimulator was not helping the patients pain. Any combination that covered her low back only gave her pain. The stimulation for her legs "felt good", however. The company representative consulted the patient's physician and was told that the disc directly above her last fusion was collapsing and her fusion would probably need to be extended. The physician felt that was the root of her pain. The patient received injections for her pain and as of (B)(6) 2012 was refusing additional spinal surgery. The injection did nothing for her pain, and neither did reprogramming. It was stated that the stimulator was helpful for the first 2 years, but helped less and less. The stimulator seemed to cause pain, rather than help it. It was additionally reported that the device was explanted as it was no longer helping the patient's pain. The device was not replaced. It was noted that the physician was unable to remove the lead, so it remained in the patient's body. There were no injuries and the patient recovered from the removal with no sequelae.

Manufacturer narrative:
Final device analysis for neurostimulator (B)(4) revealed no anomalies. Final device analysis for extension (B)(4) revealed no significant anomalies. The body of the device had been cut through. Final device analysis for extension (B)(4) revealed no significant anomalies. The body of the device had been cut through. Final device analysis for lead (B)(4) revealed no significant anomalies. The body of the device had been cut through. Final device analysis for anchor (lot unknown) revealed no anomalies. Final device analysis for anchor (lot unknown) revealed no anomalies.

Manufacturer narrative:
Lead: model 39565-65, serial: (B)(4), implanted: (B)(6) 2009, explanted: na. Extension: model 3708140, serial: (B)(4), implanted: (B)(6) 2010, explanted: na. Extension: model 3708140, serial: (B)(4), implanted: (B)(6) 2010, explanted: na. Recharger: model 37752, serial: (B)(4). Programmer: 37743 serial (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 39565-65, serial# (B)(4), explanted: (B)(6) 2014, product type: lead. Product ID 3708140, serial# (B)(4), explanted: (B)(6) 2012, product type: extension. Product ID 3708140, serial# (B)(4), explanted: (B)(6) 2012, product type: extension. Product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2014, product type: lead. (B)(4). Analysis of the lead found that there was no significant anomaly. The lead body was cut through and the product segmented. There was a functional test and continuity was acceptable. There were no shorts ¿ dry. Only the distal segment was returned. The previous products were proximal and medical lead segments. Analysis of this returned distal segment did not change the initial finding of no significant anomaly.

Event description:
Additional information received reported that the manufacturer representative was notification of the explant of the lead so that the patient could have an MRI. Only the paddle was explanted. The tails of the lead had been previously removed. Symptoms or complications associated with the event included pain. The back pain had continued. An MRI was to be done. According to the chart, the battery was removed (B)(6) 2012 concurrently with other surgery. The product status of the lead was explanted complete. The date of explant was (B)(6) 2014. The event occurred during normal use. The patient's status at the time of this report was alive with no injury. There was no patient death or injury. The patient's status after the device was removed was recovered without sequela.